Event description:
It was reported that bd vacutainer lh pst ii plus blood collection tubes contained gel globules. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel globules with the incident lot was observed. The customer samples were tested and gel globules were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for gel globules with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes contained gel globules. No serious injury or medical intervention was reported.